Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the error 32056 was found. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error 32056 was triggered pointing to the pitch axis, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the agc current test failed pointing to the pitch axis. Once testing was completed, the pitch searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault.

Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, customer encountered a non-recoverable error 32056 on arm 2. Technical support engineer (tse) guided customer through a hard power cycle and the issue persisted. Tse advised customer that the system would only have 3 arms for the procedure and they elected to not use the system. Later, customer called back to troubleshoot further, tse had customer to perform a hard reboot, but the issue remained. Customer disabled the arm and recovered the fault. The procedure was aborted without patient involvement.